Manufacturer narrative:
Continued: section g: 510k: k172665. Investigation evaluation: the product said to be involved was returned in a white plastic bag. A lot number was not provided with the returned device. Our laboratory evaluation of the product said to be involved confirmed the cutting wire securing component located near the distal end of the sphincterotome has disconnected from the catheter. The cutting wire is intact and remains securely attached to the sphincterotome at the proximal end. However, due to the catheter and securing component disconnection, the distal end of the cutting wire is no longer connected to the catheter. The securing component has a shorter section measuring 2 mm remaining attached however, a longer section measuring 3 mm has detached and was not included in the return. There was no evidence of a cautery application on the cutting wire (blackening of the cutting wire was not observed). A white substance was observed within the catheter at the distal tip. The catheter has torn at the green distal band where the anchor exited the catheter. A kink was noted in the catheter 28.4cm from the distal tip. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a visual inspection of the returned device confirmed the cutting wire securing component (anchor) has separated from catheter. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Separation of the cutting wire securing component and the catheter can occur if the tip of the sphincterotome is over flexed. The instructions for use caution the user with the following comment: ¿do not over flex or bow the tip beyond 90 degrees, as this may damage or cause the cutting wire to break.¿ prior to distribution, all tri-tome pc triple lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) for stone removal, the physician used a cook tri-tome pc triple lumen sphincterotome. It was reported that the user advanced the duodenoscopy to duodenal papilla entrance, flushed the wire guide lumen of tri-25m first and flushed the wire guide with saline as well as soaking in gauze before entering the wire guide lumen of tri-25m. User took around 7 minutes to conduct sphincterotome. User observed there are multiple stones after radiography with largest one as diameter around 8mm. User attempt to cut the duodenal papilla with tri-25m and nurse help to pull the cutting wire, but found out the cutting wire broken under endoscope view. User left the wire guide in place and retracted the tri-25m and changed to another of the same device. The net basket stone extraction, balloon cleaning, and the introduction of the naso biliary duct were successfully completed. There was no reportable information at this time. The device returned for evaluation and was received on 25apr2024. It was identified by the qe initial evaluation that the anchor for the cutting wire has separated and is missing. According to the reporter, a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.